Event description:
Caller states patient tested 1.8 inr, 1.3 inr, 1.1 inr, and 1.2 inr on the coagucheck xs system. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.